Event description:
The complaint is reportable per malfunction. It was reported that a catheter farawave 31 mm non-nav was selected for use. However, upon retrieving the package from the shelf, the box appeared visibly damaged. There were no holes in the packaging, but sterile barrier was compromised. Additionally, after the nurse opened it, and two distinct bends were observed in the catheter. To avoid any risk to patient safety, the physician decided to use a different catheter from the same model. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis. It was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.